Event description:
It was reported that the following issue was observed on the device: "channel error." Reported problem cause description: "faulty pressure sensor & crack in hinges." Hence, the work performed in the device includes: "unit shows 240.4150 & found having crack in hinges. Replaced door assy & pressure sensor." There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.